Event description:
It was reported by service report that the stretcher goes into trend and found the head end drifting down slowly. It is unk if there was pt involvement, however, no adverse consequences are reported.